Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricle lead exhibited failure to capture after its implant surgery. A x-ray was performed and it was found that lead has dislodged. The lead was explanted and replaced. The patient was stable.